Event description:
It was reported that the screw migrated 6-12 months after implantation requiring a revision surgery to correct.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.